Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/07/2019. Investigation summary: it was reported performance pull off suture needle. Two unopened samples were returned for analysis. The issue sample was not received for evaluation. During the inspection of two unopened samples, no defects were found on the packages. The samples were opened and the swage and attachment area were as expected. The sutures were examined along of strand and no defects or needle pull were noted. Functional test was performed on the samples and the pull force met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no pull off suture needle were noted and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown dental and oral surgery on an unknown date and suture was used. The needle was detached from the suture during use. It was not a control release needle. There were no adverse consequences to the patient.